Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.

Event description:
New information received notes that the inappropriate shock was due to incorrect interpretation of signal. Corrective programming changes were made. No adverse patient consequences were reported.